Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 400 mg/dl and the associated symptom of nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. This combination of blood glucose measure and symptoms does not meet animas criteria of a reportable adverse event. Therefore, no adverse event is being reported. The reporter alleged a case/condition (cracked/damaged case) issue; cartridge compartment. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, the cartridge compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.